Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device opened by the account with no packaging. Visual inspection of the cartridge revealed that the loading unit had a full staple complement. The loading unit anvil was bowed. The anvil clamping mechanism was deformed. Functional evaluation of the loading unit was loaded into a post market vigilance instrument for functional testing. The loading unit was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions. The reported condition was confirmed. The file was concluded to be a misuse by the end user. Replication of the bowed anvil may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. 2. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the load was defective to fire the stapler. During the assembly the load did not close and it was necessary to close manually. It worked normally until lock in the firing. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.